Event description:
It was reported that the patient presented for follow-up. Variation in low pacing lead impedance was observed. Externalized conductors were noted via diagnostic imaging. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.